Event description:
During the night (3 am), the patient awoke by a big noise. He saw smoke coming from the concentrator. The concentrator base was melted and the wooden floor began to burn.

Manufacturer narrative:
The perfect o2 is the same /similar to the (B)(4) concentrator which is, or has been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).